Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had replaced the standard a solution and primed the system on the day the event occurred. The customer replaced the integrated multi-sensor technology (imt) pump tubing and re-calibrated the system to increase the low imt system pump rate. A siemens customer service engineer (cse) was dispatched to the customer site. While inspecting the instrument, the cse aligned the imt pump. Quality controls (qc) and patients' samples are resulting satisfactory. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The initial MDR 2517506-2017-00353 was filed on april 7, 2017. Additional information (03/15/2017): a siemens customer service engineer (cse) found the sample probe was out of alignment and aligned it. The issue was resolved with the alignments of the integrated multisensor technology (imt) pump and sample probe.